Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11d01072 and h11c12493 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from (B)(6) of a patient who made a mistake/touch contamination/did not clean the exchange area before starting pd and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient made a mistake/touch contamination and did not clean the exchange area before starting pd. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. The consumer believed the peritonitis was due to the patient making a mistake/touch contamination and did not clean the exchange area before starting pd. On (B)(6) 2011, the patient was discharged from the hospital. Dianeal therapies were ongoing. Treatment information was not reported. On an unreported date in 2011, the patient recovered from the peritonitis. The outcome for the events of the patient making a mistake/touch contamination/did not clean exchange area before starting pd were not reported. An opinion of causality was not reported.